Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having with the set and the sensor. The customer reported their blood glucose was in the 400mg/dl or 500 mg/dl range before lunch he was 192 mg/dl and at 5:49 pm he was 549 mg/dl. The customer changed the set and discovered it was leaking. And was taped. The customer is treating with the insulin pump and drinking fluids.